Manufacturer narrative:
Received 485235: 30pc of each batch g170138b and g161233k for evaluation. We have no further complaints on the material/batches. We forwarded the complaint and samples to our affiliated headquarters in austria from which we received this product. According to their investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. No irregularities were detected during the final goods inspection, which includes functional testing. The customer returned samples visually checked.; no deviation ere observed. Samples were functionally analyzed; no deviation were observed. Reported error could not be reproduced during a simulated blood collection.

Event description:
Customer states a needle broke off into patient's arm. They were able to remove the needle from the arm and patient is okay. Phlebotomist states that when the needle broke away, it looks like the picture that was provided. The needle detached from the hub, remaining in the patient's arm.